Event description:
Pt was using the knee walker while standing at a kitchen counter at home. While in use, the knee rest pad turned as though the height adjustment knob had loosened. When she and her father checked the walker they observed that the knob was properly tightened and at that time could not identify any other issue. She immediately resumed use of the knee walker, and moments later the mounting post separated from the frame, causing her to lose balance and fall. She said she was not injured, and managed to brace her fall with her hands and arms. She did not seek medical attention and was not injured.